Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. A visual examination of the lead found the helix was retracted and covered with blood or tissue. X-ray inspection found the inner coil overtorqued in the connector region, which is consistent with the procedural damage. The cause of the reported event was due to blood or tissue in the helix region and overtorque of the inner coil. No other anomalies were observed.

Event description:
It was reported that the patient was presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited a helix rotation issue. The rv lead was removed and replaced. The patient was in stable condition.